Manufacturer narrative:
Evaluation results: level 1 hotline low flow systems (hl-390) was returned for investigation in used condition. Visual inspection revealed wear and tear damage to the enclosure, tank cover, front cover, and line cord. In addition, the speaker did not work on the pcb. The heater also failed the safety/electrical test. The interlock block was stripped and the block assembly leaked. The investigator subsequently filled the tank with water, attached a temp-check, plugged in the line cord, and turned on the power switch. The customer reported product problem (faulty over-temperature) was confirmed during testing. The product problem was attributed to a faulty speaker on the pcb. The following components were replaced: pcb, enclosure, tank cover, front cover, heater assembly, interlock block, line cord, block assembly, and reflux plug. Preventative maintenance was then performed. The device subsequently passed functional testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that that device had a faulty over temperature alarm. No patient injury or complications were reported in relation to this event.